Manufacturer narrative:
Other, other text: b3, b5, h6) customer communicated new information indicating that the reported event occurred on (B)(6) 2020 at 01:50 pm while in use with a patient. Per patient, the rod/piston would not move up and the pump was showing a sensory error. There was no reported injury or medical intervention needed.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the device was found to have sensory error during run-in test which the drive rod failed to move down when it got to the top. It was found that the downstream occlusion sensor was defective due to damage and is the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced to correct the reported issue, and the front will also be replaced as part of the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited sensory error. No adverse effects were reported.